Event description:
It was reported that there was a lead warning on the right atrial (ra) lead and polarity switched to unipolar. Data showed that there was high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658 lead, implanted (B)(6) 2005. (B)(4).